Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an invalid cubie memory. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple cubies were not detected in main drawer 3.2. A field service engineer (fse) replaced the drawer control board, retractor cable and pyxibus control board but the issue was not resolved. The fse then removed all cubies from drawer, found that the row e cable was loose, so reseated the connection and put the cubies back in the drawer. The hardware failures were cleared, and drawer was inventory counted. The system functioned as intended after the field service engineer repaired the device.